Event description:
A male patient had multiple surgical procedure, filter implanted. According to implanting physician, the patient performed a valsalva resulting in filter migration to the right atrium. The patient is stable. Surgical filter removal is pending.

Manufacturer narrative:
Additional information provided by the user facility indicated that the patient was constipated after surgery due to the anesthesia. The patient performed a valsalva maneuver which caused the vena cava to expand and release the filter. The patient was sent to another facility and the filter was surgically removed. The patient is fine and suffered no further adverse sequela associated with this incident. The manufacture is attempting to have the filter returned for evaluation. If the actual device is received, a follow-up report will be filed. No specific conclusions can be drawn. All available information has been forwarded to b. Braun celsa for investigation. Celsa's results and corrective action will be reviewed and added to the file when received.